Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that an abnormal decrease in remaining longevity was observed from this device battery shortly following the implant procedure. Technical services (ts) was contacted and recommended emergent replacement to resolve the event. The device was subsequently explanted and replaced and no additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that an abnormal decrease in remaining longevity was observed from this device battery shortly following the implant procedure. Technical services (ts) was contacted and recommended emergent replacement to resolve the event. The device was subsequently explanted and replaced and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.